Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during use, the impella 5.5 was observed to be leaking a small amount of clear fluid from the purge unit near the purge filter. The leak appeared to self-resolve. The medical team was instructed to monitor for any further fluid accumulation or dripping, as well as to closely monitor motor current, purge flow, and purge pressures. No signs or symptoms of patient injury were reported, and no harm was associated with the event. The device was successfully explanted after weaning. The explant was not considered premature and was unrelated to the reported complication. At the time of explant, the patient survived. The device is reportedly available for return; however, as of the time of this report, the device has not yet been returned for evaluation.

Manufacturer narrative:
Corrected information has been provided in h3. There was no defect found on the returned device, so the cause of the reported fluid leak was not determined.